Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that there was a creased lower auxiliary flex. It was determined that this failing part caused the system error 322 alarms. The lower auxiliary assembly was replaced to correct this condition. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The software was upgraded per the approved remedial action activities.

Event description:
During review of the event history log, system error 322 was observed. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.